Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine check, this right ventricular (rv) lead exhibited no sensing and high pacing threshold. In addition, sensing was intermittent in unipolar pacing. Subsequently, this rv lead was repositioned and the issue was resolved. No additional adverse patient effects were reported. This rv lead remains in service.